Event description:
The patient received his scs system, including a surgical lead, on (B)(6) 2011. It was reported that the patient's lead was implanted too high to cover the patient's painful areas. The physician took the patient to surgery to revise the lead to a lower thoracic level on (B)(6) 2011. However, the physician stated he was unable to move the lead due to scar tissue and decided to remove the entire scs system. The physician plans to implant a new system with percutaneous leads at a later date. No further patient complications were reported.

Manufacturer narrative:
Evaluation: results: the lead was returned incomplete; therefore, functional testing could not be performed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.